Event description:
The customer reported via phone call that the insulin pump has been alarming no delivery. Customer stated that he would receive a no delivery alarm after every infusion set change. He does rotate sites and has tried changing the tubing, insulin and the battery but alarms are reoccurring. He has not noticed any bent cannulas. Blood glucose value is unknown. Customer stated that the alarm was cleared by changing the infusion set. The customer was advised to change the entire infusion set and reservoir.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.